Manufacturer narrative:
The device was returned and evaluated upon receipt. The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. Mixing pump motor showed wear of the bearing and nicks in the shaft. Replaced mixing pump motor. A 2000-hour pm was completed on the device. As part of the pm, serviced the circulation and mixing pumps, replaced the heater, drain valves, and manifold o-rings. Replaced coin cell. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was an issue with arctic sun device mixing pump motor, found during sample evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was an issue with arctic sun device mixing pump motor, found during sample evaluation.